Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the set of 4 small pads produced a flow rate of 0.0lpm. As a result, the pads were replaced, and the flow rate settled at 2.4lpm. Therapy resumed on the second set of 4 small pads without any further issues.

Manufacturer narrative:
Received 1 small arctic pad kit with four arctic sun gel pads with evidence of use, without original packaging. During visual evaluation, the pads were reviewed and found to have the trim pattern correctly performed, the plastic tubes were found completely assembled and covering the total of clamping rings on the plastic connector and manifold connector. The foams were found free of damages, tears or perforations and the seal between manifold connector and pads were found completed sealed. The connectors were verified that they were correctly assembled with tube (the shortest tubes were found that they match the positive mark (+) and the white plastic connector strip. The longest tubes were found that they match the negative mark (-) and the blue plastic connector strip.) The pads were inspected for damage, and cracks were noticed on all connectors of the 4 pads received. No damage was found with the pads sealing pattern. No manufacturing issues were noted during the visual evaluation of the pads returned. Per the functional testing, the pads were submitted to the flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 for 10 minutes, below: left chest pad: the flow rate was not stabilized due to the energy connecter was found cracked and an air leak was heard. Left thigh pad: the flow rate was not stabilized due to the energy connecter was found cracked and an air leak was heard. Right chest pad: the flow rate was not stabilized due to the energy connecter was found cracked and an air leak was heard. Right thigh pad: the flow rate was not stabilized due to the energy connecter was found cracked and an air leak was heard. The flow rates were found to be out of specification for al of the pads. The flow rate was not stabilized due to the energy connecters were found cracked. The flow rate for this product must be above 2.4 l/min m2. The reported event was confirmed with an unknown cause. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the set of 4 small pads produced a flow rate of 0.0lpm. As a result, the pads were replaced, and the flow rate settled at 2.4lpm. Therapy resumed on the second set of 4 small pads without any further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the set of 4 small pads produced a flow rate of 0.0lpm. As a result, the pads were replaced, and the flow rate settled at 2.4lpm. Therapy resumed on the second set of 4 small pads without any further issues.